Event description:
The lay user/patient contacted lifescan (lfs) customer service on september 25, 2009 alleging that his onetouch ultra2 meter was reading inaccurately high and then reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient stated that the reported issue first occurred in 2008 at 7:30am. He claimed that 1-2 hours after the reported issue occurred (8:30-9:30am in 2009), he became dizzy, lightheaded, and shaky. It would be helpful to know more about the patient's activity levels, medications, and food intake prior to the onset of his symptoms. According to the csr documentation, the patient did no receive any form of medical intervention. The patient reported blood glucose results of "190 and 140 mg/dl" from the subject meter and "90 and 94 mg/dl" from another device; however, it is unknown if these results were related to the reported incident. These reported results were obtained less than 10 minutes apart. Based on statistical methodology, the calculated difference of these results exceeded the expected value of <=30%. According to the troubleshooting performed with customer service, the correct testing techniques were used. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after obtaining alleged inaccurate high meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.